Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate correct product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event of port tubing break and leak as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Use only lap-band ap® system access port needles. Do not use standard hypodermic needles, as these may cause leaks. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "port tubing leak". The port was removed.

Manufacturer narrative:
Rapidport ez strain relief. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 12/dec/2017. A visual examination was performed on the received lap-band with rapid port ez. The band tubing was noted to be separated approximately 2.3 inches from the tubing/collar junction. Red particles were noted on the port septum. White particles were noted on the outer surface of the band shell. A port leak test and an air leak test were performed, and no leakage was noted. A fill inspected test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, one port hole was noted to be separated. Scratches were noted on the port housing near the port hole. The end of the port tubing was observed to be surgically cut, as the edges of the port tubing were noted to be striated. The end of the band tubing also had striated edges, consistent with a surgical end cut.